Event description:
Epidural placed at 0239. First pcea dose at 0308, at 0321 anesthesia notified of ineffective block, icechip felt on bilateral thighs; 0317 epidural replaced; 0330 no pain relief, 0349 loading dose and pump started. At 0400 pt reports good pain control, t6. At 0546 t10, 0547 pcea dose. At 0555 "pain unbearable", 0600 anesthesia notified. At 0604 pump changed out, given bolus dose. At 0644 t6, t4. Nurse reports: the patient received an epidural block while in active labor. The patient's pain was well controlled for approximately 2 hours after epidural was placed, then the patient started having breakthrough pain. Anesthesia was called to bolus the patient's epidural, since pcea button was not effective in minimizing pain. The bolus of medication did not seem to work either. Anesthesia was called to the room for a 2nd time, and it was discovered that the epidural pump had not been infusing the medication into the patient's epidural space. This was confirmed by visualizing the amount of fluid left in the epidural bag. The epidural pump read that there was only 8ml of fluid left in the epidural bag, and yet it looked as if it was still completely full of medication. The epidural pump was switched out with a new pump, and the old pump was taken out of circulation with a biomed ordered placed. Pt began to complain of increasing "unbearable" pain approximately one hour after epidural placement. Position changes and pcea doses attempted without change. Anesthesia md notified and upon md assessment, the epidural pump (the newer version) appeared to not have been delivering any medication. While the pump settings were correct and displayed only 38cc remaining, the actual epidural bag itself remained full. The pump was replaced with an older pump which began to work as expected and pt able to confirm feeling the coolness of the delivery dose in her back. Anesthesia reports: epidural pumps - I've heard a few partners tell me that the new pumps have failed on them - despite being on and running no actual medication was delivered. This is the theme of the reports. We thought for awhile it was maybe the tubing and we continue to track that, but it seems to happen despite fresh tubing. (Do we need to confirm that the tubing and pump truly are compatible?).